Event description:
It was reported to tyco healthcare / kendall on march 15, 2007, that a customer had a problem with a dialysis catheter. The customer states, the catheter was not giving "adequate flows" in either direction. The catheter was removed and replaced.

Manufacturer narrative:
Additional information received from facility stating, adequate flows are referred to as minimum 300 ml/min for their facility. They report their usual flows before using this device was approximately 320-330 ml/min. An investigation is currently underway, upon its completion, a follow-up report will be submitted.